Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: (B)(4)-xxxxxx (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: cn-xxxxxx (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
The patient reported developing (B)(6) while wearing the pod. The infection was treated by draining and packing the abscess. No additional details available.